Manufacturer narrative:
(B)(4). Method: the complaint rt219 bi-level/CPAP breathing circuit was not returned to fisher & paykel healthcare for investigation. Our investigation is therefore based on the information provided by the customer and our knowledge of the device. Conclusion: the complaint breathing circuit was used in conjunction with a non-f&p mask. Without the return of the complaint breathing circuit we are unable to determine if the rt219 breathing circuit caused or contributed to the reported event. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit state the following: - check all connections are tight before use. - set appropriate ventilator alarms. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A healthcare facility in (B)(6) reported that a philips respironics mask detached from the rt219 bi-level/CPAP breathing circuit. No patient consequence was reported.